Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-oct-2016, fse arrived at the site to address the reported event. Fse replaced the b/f wash cable to correct the issue the customer was subsequently able to run controls with no problems. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the b/f motor cable.

Event description:
On (B)(6) 2016, the customer reported problems with the wash unit of their a1a-2000st. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of prog, lhii and prl patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.